Manufacturer narrative:
Patient's date of birth unavailable. Patient's sex unavailable. Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to lead fracture. Suture was used to provide the traction platform for the lead. A spectranetics 16f glidelight laser sheath along with the device's outer sheath were selected to attempt extraction. Progress was slow but steady, and after a period of time of lasing, with the laser tip just over the proximal end of the coil, the patient's blood pressure dropped rapidly. A large effusion was noted on trans-esophageal echocardiography (tee), causing an apparent tamponade. Rescue efforts commenced immediately, including rescue device, chest compressions and sternotomy. A pericardial window was performed, which released the pressure and restored the patient's heart rhythm. An injury was discovered in the right atrial appendage. A pericardiocentesis was not attempted. The rv lead was still attached at the lead tip in the rv; this lead was capped and left in place within the patient. The patient survived the procedure. There was no alleged malfunction of any spectranetics devices in use during the procedure. This report is being submitted because after conversations with the rep who was present in the procedure, it cannot be determined whether traction by the suture and/or the lasing by the glidelight device caused or contributed to the right atrial appendage injury.